Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2009 by foot & ankle international, titled ¿proximal opening-wedge osteotomy of the first metatarsal for hallux valgus using a low-profile plate". The study reviewed sixty-four (64) patients who underwent osteotomy for hallux valgus, using lapidus plate system (lps plate). During the twelve to thirty (12-30) month follow-up period, two (2) patients experienced screw irritation requiring device removal. Source: saragas np. Proximal opening-wedge osteotomy of the first metatarsal for hallux valgus using a low profile plate. Foot ankle int. Oct 2009;30(10):976-80. Doi:10.3113/fai.2009.0976.